Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgedment has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the device would not cross the lesion and when it was removed from the patient, the stent was dislodged onto the proximal shaft of the device. The device was not used again. No patient injury was reported. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the catheter was returned without blood visible. There was contrast visible in the inflation/guide wire lumen. The stent was dislodged 7.4 cm proximal to the balloon seal. The stent was loose on the shaft. The stent had intertwined fibers. The entire length of the stent was stretched. The first row of the proximal end of the stent was flared. There was no other damage noted to the stent. The proximal end of the balloon was bunched. The balloon had crimp marks. The balloon was tightly folded. There was no kink or damage noted to the inner member or tip. There were kinks at 9 cm, 11 cm, 13.5 cm, and 16 cm distal to the strain relief tubing. There were no other damages noted to the catheter. The tip seal length was measured and met manufacturing criteria. Using a laser micrometer, there stent outer diameters were measured and were oversized. These did not meet manufacturing criteria. Product performance engineering reviewed the incident information and analysis of the returned device. The inability to cross a lesion can be affected by numerous factors including, but not limited to, device placement technique, pre-dilatation strategy, gc support, gw support, patient anatomical morphology, and patient disease state. Results from quality assurance analysis of the returned mini vision noted damage to the balloon, stent, and shaft. The damaged balloon appears to be from device interaction with anatomy - the mini vision may have bumped against the vessel wall or lesion repeatedly in an attempt to cross the lesion, causing the proximal end of the balloon to bunch under a continuous push. This would disrupt the stent, facilitating a stent dislodgement during retraction. Damage to the proximal end of the stent is most consistent with that of which occurs as a result of an interaction between the mounted stent and the tip of the guiding catheter and/or rhv during retraction of the device. Other potential causes of dislodgement may include improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal or forced sheath removal. Unfortunately, none of the information suggests any of these causes. The mechanical damage to the hypotube most likely occurred after the procedure, as part of device preparation for transit back for abbott for analysis, as no additional damage was reported. Crimp marks were visible on the tightly folded balloon, between the balloon marker bands. The tip seal length was measured and found to be within specification. The crimped stent outer diameter was measured and found to be outside of the manufacturing specification. However, since the crimped stent outer diameter is verified 100% at the time of manufacture, this over-sizing most likely occurred at the time of dislodgement, as it is expected that the stent would expand during travel over the balloon. Additionally, all online testing for this lot met the stent security criteria, which would expand during travel over the balloon. Additionally, all online testing for this lot met the stent security criteria, which would indicate the unit had an adequate crimp. Fibers were noted to be intertwined within the stent struts, most likely result of procedural contamination or how the device was packaged for transit, as no contamination was reported as being observed during the pre-use inspection. A definitive root cause for the failure to cross the lesion followed by stent dislodgement cannot be determined. However, the damage to the balloon, stent, and shaft indicates that excessive resistance was encountered. Resistance was not reported as being encountered during the advancement/retraction of the mini vision. Therefore, based on the case details and device analysis, the reported difficulties experienced during the procedure appear to be related to the operational context of the device. This MDR is considered closed by the product performance group.